Manufacturer narrative:
The reported events of lead kinked and lead could not be inserted through the catheter were confirmed. As received, a complete lead was returned in one piece for analysis. The catheter used during the procedure was not returned. Visual examination found the lead was bend/kinked on multiple locations as received, consistent with procedural damage. The cause of the reported events was isolated to the bend/kinks found on the lead.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the physician encountered resistance when attempted to implant the left bundle branch (lbb) lead. The lead appeared to be kinked when the dilator was withdrawn and the locator 3d catheter was advanced. The lead was not used and replaced during the procedure. There were no patient consequences.